Manufacturer narrative:
A ge rep evaluated the system and found the system to be operating within specs, no problem found. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported collimator problems and kvp in auto mode does not automate. No pt injury was reported.